Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a dark liquid in the pump¿s cartridge chamber after removing the cartridge during a supply change, consistent with a cartridge leak and oxidized insulin; the user was instructed to clean the chamber and complete the supply change, and blood glucose levels were reported as stable. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed evidence consistent with a leaking cartridge and insulin discoloration. It was concluded that the event involved a device leak related to the cartridge, with user guidance provided and no clinical sequelae.